Event description:
Consumer complaint of blood result reading of "lo". Back to back blood glucose tests resulted in "lo" and "lo". Last 5 tests in memory: "lo", "lo", "lo", "lo", 90 mgdl. Customer normally reads between 85-115 mg/dl. Customer stated that he leaves the container of the test strips open when he tests. No adverse event reported.

Manufacturer narrative:
(B)(4). MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/01/2014).